Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 20 during a self-test. The customer received the error twice. Customer's blood glucose level was 10.0 mmol/l. The customer had issues with the sensor. The customer was advised that the device would be replaced and agreed to return the product for analysis.